Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility ordered and replaced the side rail by themselves. No parts were returned for investigation. How the side rail broke has not been established. The event is most likely related to an overload, or mechanical force above the specification the rail has been designed for.

Event description:
It was reported that the side rail mounted on the ventilator carrier broke. There was no patient harm. Manufacturer's ref.: (B)(4).